Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump continuously vibrates. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause delay or cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during investigation, no unusual vibrations were found. The vibration feature functioned normally.